Event description:
A customer observed falsely elevated troponin I results on multiple pt samples. The results were reported, and questioned by the physician. Corrected reports were issued. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found the precision of the system with this assay did not perform as expected. The lab reported that they are using algorithm a, but reported falsely elevated results to the physician despite receiving spread check errors on the initial duplicate testing. Due to this user error, imprecise results were reported to the physician. A field engineer replaced a bent metering probe, tubing and reagent probe rack assembly. This mechanical malfunction was the root cause of the biased results.